Event description:
In 2008, a clinical incident involving a coblator ii controller and an evac 70 xtra plasma wand was reported to arthrocare corporation. During a tonsillectomy procedure, the pt had sustained a second degree burn to pt's face. It was reported the physician had held the evac 70 xtra plasma wand over the pt's face while priming the wand. Hot saline dripped onto the pt face resulting in a burn requiring treatment (treatment details not provided).

Manufacturer narrative:
The date of event is an approximation provided by the manufacturer. The wand has been returned for investigation. The investigation is currently in progress. A follow up report will be provided once the investigation has been completed. Two devices, coblator ii controller and the evac 70 xtra plasm wand were used in the same procedure. The second device, coblator ii controller, will be filed under MDR 2951580-2008-00059.